Event description:
It was reported that the customer received an inaccurate fill estimate. In addition, customer had difficulty removing the cartridge. The customer's blood glucose (bg) level was impacted, but the customer took a corrective bolus. Cold insulin was reportedly used.

Manufacturer narrative:
The t: slim pump user guide cautions that insulin should be at room temperature before filling cartridge; the customer used cold insulin. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.